Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he was told he had arrhythmias during his knee replacement procedure which included heart rates up to 111 beats per minute. The patient also stated he was told there was loss of capture seen on the electrocardiogram. Boston scientific technical services (ts) discussed the pacemaker does not stop intrinsic activity and recommended having the pacemaker interrogated to ensure proper function. The field representative reached out to the patient's following physician and it was noted that they were not alerted of this procedure. It was also noted that the patient is not pacemaker dependent and paces in the right ventricle less than one percent as per the patient's last follow up visit one month prior. The right ventricular (rv) lead remains in service and no adverse patient effects were reported.